Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged the filter is turning black. Particles in airway from device. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged the filter is turning black. Particles in airway from device. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged the filter is turning black. Particles in airway from device. There was no report of patient harm or injury. The device and humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed one instance of: e-130 and one instances of: e-53. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown.